Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the emergency endovascular aneurysm repair of a 67 mm abdominal aortic aneurysm. It was reported that "approximatley" 4 years 8 months later, the patient presented emergently with abdominal pain. Migration of the endurant limbs on both sides was noted, and a type ib leak was noted from the right limb (enlw1624c124ej). There was an impending rupture, so urgent surgical intervention was performed. A non-medtronic cuff was implanted additionally in the common iliac artery (cia) on both sides, and non-medtronic limbs were implanted additionally and were extended to external iliac artery (eia) on both sides. The endoleak was resolved. As per the physician, the cause of the event was anatomy related, and that the aaa and cia shapes changed due to aging. It was reported that the aneurysm rupture was caused by the type ib endoleak. No additional clinical sequelae were reported and the patient is fine.